Event description:
A doctor alleged that a patient's precice nail did not appear to lengthen after reviewing x-ray results taken ten (10) days after implantation.

Manufacturer narrative:
The patient's existing precice nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine. An evaluation of the device is in process. A DHR review revealed that there were no deviations from the manufacturing process and the device was released within specifications.